Manufacturer narrative:
Product analysis summary: the device returned with a crack evident to the front side of the luer. The balloon folds were expanded, and contrast was evident in both the balloon and the inflation lumen. The device failed negative prep. Upon pressurization, liquid was observed exiting the cracked luer, therefore the device would not maintain pressure. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used during a procedure. The sprinter legend device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the luer of the sprinter legend cracked with force during the first inflation at approximately 12 atm and contrast sprayed out. There was no adverse reaction to the patient, the patient was stable.

Manufacturer narrative:
Additional information: the luer of the sprinter legend was inspected before attaching directly to the non-medtronic inflation device with no issues noted. There were no difficulties noted when connecting the luer sprinter legend to the non-medtronic inflation device. If information is provided in the future, a supplemental report will be issued.